Event description:
During a 3:00 am stemi / code mi an adroit catheter kinked and could not be removed from the sheath. Both devices were removed. The guide was opened in a sterile fashion and prepped according to the IFU. The package had no damage and the guide was in perfect condition when handed to the physician. He then advanced the guide over a .035 wire to the right coronary artery and removed the wire and attempted to engage the ostium of the artery. The physician then noticed that the guide kinked on itself. He immediately tried to advance a wire through the guide, but it would not due to the kink in the guide. He then tried to remove the guide from the patient but due to the kink it would not come through the sheath. So, the guide and sheath were removed together. The physician was unable to perform a heart catheterization on this patient. The patient was stabilized and admitted to his hospital bed. Physician's partner performed a successful catheterization on the patient the next day and the patient is in good health. The access site was the right groin. A terumo 6f standard length sheath used (returned along with guide for analysis to company). The catheter kinked before the ostium of the left coronary artery was engaged. The lesion characteristics are unknown including the degree of stenosis. The physician indicated during conversation about the incident that tortuosity in iliacs was severe and that when patient was brought in for cath the next day, a long sheath had to be used and the angulation was severe. The procedure couldn¿t continue because the catheter kinked and it could not be removed from the body without removing everything (including sheath which was also sent back for analysis with the guide). It is unknown if the patient¿s condition deteriorated. The doctor indicated that the patient was ¿doing well¿, but it is unknown if his condition deteriorated as a result of not being able to intervene at the time the patient was initially admitted. The guide could not be straightened (kink would not come undone) and therefore the catheter could not be taken out of the sheath. It is unknown if there are any vessel injury. The patient was brought back in the afternoon to be treated again.

Manufacturer narrative:
During an intervention for myocardial infarct/stemi an adroit catheter kinked and could not be removed from the sheath. Both devices were removed together. The procedure could not be continued at this time and the patient remained in the hospital overnight. A successful catheterization was performed by the physician¿s partner the following day/afternoon. The patient is currently said to be in ¿good health¿. Lesion and characteristics are unknown; however, the physician suggested that tortuosity in the iliac vessel was severe. The access site was the right groin. A terumo 6f standard length sheath was used. The guide was opened in a sterile fashion and prepped according to the instructions for use (IFU). The package had no damage and the guide was in perfect condition when handed to the physician. He then advanced the guide over a .035 wire to the right coronary artery and removed the wire and attempted to engage the ostium of the artery. The physician then noticed that the guide kinked on itself. He immediately tried to advance a wire through the guide, but it would not due to the kink in the guide. The guide could not be straightened. He then tried to remove the guide from the patient but due to the kink it would not come through the sheath. So, the guide and sheath were removed together. The physician was unable to perform a heart catheterization on this patient. The patient was stabilized and admitted to a hospital bed. The physician's partner performed a successful catheterization on the patient the next day using a long sheath as the angulation was severe. The doctor indicated that the patient was ¿doing well¿, but it is unknown if his condition deteriorated as a result of not being able to intervene at the time the patient was initially admitted. One non-sterile unit of adroit 6f.072 was received coiled inside a plastic bag along with a terumo sheath introducer that was received kinked and also accordioned at the cannula distal end. Per visual analysis kinked conditions were found on catheter body at 11.7cm and at 12.9cm from distal end as well as a compressed/flat and elongated section of 28.7cm was found at 73.7cm from catheter distal end. No other issues were found. The catheter insertion/withdrawal test was performed with the received introducer and resistance friction was felt due to the accordioned and kinked condition of the introducer cannula and due to the compressed and kinked condition of the adroit catheter; however, the catheter went through. Also the catheter insertion/withdrawal test was performed using a cordis 6g csi lab sample and resistance friction was felt only at the adriot catheter body kinked and compress/flat/elongated conditions however the catheter went through. The catheter od and ID were measured near to kinked and compress/flat /elongated condition and results were found within specification. A review of the manufacturing documentation associated with lot 17006684 revealed no anomalies during the manufacturing and inspection processes. The complaint reported by the customer ¿catheter (body/shaft) - withdrawal difficulty through sheath¿ and ¿catheter (body/shaft) - kinked/bent¿ was confirmed through visual and functional analysis of the returned device. The exact cause could not be conclusively determined; however, since the resistance friction was felt only at the adriot catheter body kinked and compress/flat /elongated areas it can be concluded that the difficulty experienced by the customer is related to the kinked and compress/flat /elongated conditions found through catheter body. The cause of the kink/bent condition could not be determined. Based on the information available for review, vessel characteristics (tortuosity/angulation) leading up to the target lesion may have contributed to kinking of the device and ultimately withdrawal difficulty. Neither the DHR nor the analysis of the returned device suggests a design or manufacturing process related cause for this event; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Concomitant device: 6f terumo sheath. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.